Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced an incident of infusion set cannula bent event on (B)(6) 2025. The patient noticed symptoms more than three hours after inserting the infusion set in the thigh area. As a result of this issue, the patient's blood glucose (bg) level increased significantly, with the specific value unknown but displayed as 'high' on their monitoring device. To address the elevated bg, the patient administered a correction bolus through their insulin pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.